Manufacturer narrative:
.

Event description:
Customer reported to beckman coulter, inc. (Bec) that reagent probe "a" of the unicel dxc 800 synchron system was leaking. Customer reported that erroneous results were generated. Customer reported that the results were amended. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) removed and replaced the t-valve and the a/b hamilton 4-way valve.